Event description:
It was reported to st. Jude medical that there was difficulty interrogating the ICD. It was determined that the ICD had flipped. This was confirmed with st. Jude technical services by the orientation of the header. Several unsuccessful attempts were made to communicate with the ICD. The ICD was flipped back over and still no communication could be established. The decision was made to explant the ICD.